Event description:
The customer reported the device displayed a low battery error message. There was no report of pt involvement.

Manufacturer narrative:
(B)(4): the customer reported the device displayed a low battery error message. There was no report of pt involvement. The customer's biomed evaluated the device and verified the failure. The issue was diagnosed as an ac power supply failure. The ac power supply was replaced to resolve the issue. The device remains at the customer's site. Based on the customer report we are considering this a malfunction of the ac power supply.